Event description:
During vaginal hysterectomy with laparoscopic assist, endoscopic cutter stapler jammed in clamped position. Surgeon was unable to either cut/staple or release device. It was necessary to open the pt to remove the device.